Manufacturer narrative:
Investigation conclusion: no product was returned for evaluation. Since the product associated with the complaint was not returned, an investigation was conducted on previously performed in-house testing for lot #355401. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. No product deficiency was found for lot 355401. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and do not affect product performance. The lot meets release specifications. No product deficiency was found for lot 355401.

Event description:
Caller alleging discrepant inratio value. (B)(6) 2015 inratio = 1.9; lab = 3.5. Five hours between tests. Patient's therapeutic range: 2-3. Patient self tester was put on an antibiotic on (B)(6) 2015 for pneumonia and dosage ended on (B)(6) 2015. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have had pneumonia on (B)(6) 2015 and was on antibiotic until (B)(6) 2015. Pneumonia was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Unable to determine root cause from the information provided by the customer.